Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Hudson adapter and the t-handle will no longer hold a reamer in place. The hudson adapter and t-handle just spin on top of the reamer.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device found wear on the attachment end and areas of deformation. The root cause is attributed to product wear out. The damage is consistent with the mating reamers wearing/stripping after being subjected to heavy usage/hard cortical bone. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the submitted t-handle and modified hudson adapter found wear to the flats at the hudson connection end consisted of deformation at the proximal corner on one side of each flat. The side at which the deformation occurred is consistent with an applied clockwise torque coupled with resistance at the cutting end. On the returned modified hudson adapters and the t-handles, material is deforming plastically in the distal direction from the center of the mating flat surfaces. The root cause is attributed to product wear out. The damage is consistent with the mating reamers wearing/stripping after being subjected to heavy usage/hard cortical bone. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.